Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, the patient fell, was admitted to the hospital, optimized, and was revised due to fracture of the taper stem. During the revision metallosis was noted as well as a clean break in the morse taper stem at the base. No additional complications have been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - medical devices: biolox delta hd 12/14 32x+3.5; item# 00-8775-032-03; lot# 2511008. The stem was returned for investigation with the head mounted on the proximal part. Of note, also the cup and a cerclage from a competitor manufacturer were returned. The distal and proximal parts of the revitan stem show damages from the revision surgery in the form of scratches and nicks. No bone ongrowth can be seen on the anchoring surface of the proximal part. Bone attachments can be found on the anchoring surface of the distal part. On the postero-lateral side of the distal part, there is a revision damage in the form of a drill hole most likely used to remove the stem. The connection pin of the distal part is fractured and the patterns on the fracture surfaces point to a fatigue fracture. The locking screw of the proximal part shows some scratches. The head shows some metallic smearing both on the articulating surface and on the rim of the head. The cup shows some scratches on the inner surface. The flat rim also shows some scratches and some peeled away material. Bone attachments can be found on the anchoring surface of the cup. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent a first right tha, however no further medical documentation or information are provided on this initial procedure. Due to a fall injury, the patient suffered of increasing pain in the right hip; he decided to go to an emergency room and undergo x-ray examination. The results of this radiographical examination pointed to a possible fracture of the connection pin of the stem. Subsequently, the patient underwent revision surgery. Surgical notes of the procedure report presence of fluid upon incision of the hip and signs of metallosis onset in the tissues. Moreover, the hip articulation was found to be dislocated. With the available information, a fracture of the connection pin of the distal part can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical devices: revitan prox. Spout 55; item# 01.00401.055; lot# 2561833. Press-fit-cup 32/54 with; item# 64.12.32-54; lot# 2517230. Cable med 34403203. G2 - foreign: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the pin broke off the distal part. The proximal part of the stem was not contributing to the event. Patient had a revision surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.